Event description:
Arrive clinical study-the patient experienced a target vessel revascularization on days 424 and 538. The index procedure treated one target lesion. Target 1 was a 2.5 mm vessel diameter, 90% stenosed region of the distal rca. The lesion was 10 mm in length. The physician predilated the lesion prior to placing one taxus express2 2.5x20mm drug eluting stent without complications. Residual stenosis was 0% post procedure. The patient was discharged one day after the index procedure on aspirin and plavix. On day 424, the patient experienced a target vessel revascularization. No further information is available. On day 538, the patient experienced another target vessel revascularization. No further information is available.